Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced difficulty loading the cartridge onto the pump. Customer's blood glucose level was 288 mg/dl. Reportedly, the customer was able to load a new cartridge successfully. In addition, it was reported that a malfunction occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was able to be resumed.